Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to the pump malfunctioning. A new pair of ipp cylinders with pump were implanted.

Manufacturer narrative:
Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification.the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the deflation test. Product analysis therefore confirmed a pump malfunction.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to the pump malfunctioning. A new pair of ipp cylinders with pump were implanted.